Manufacturer narrative:
Concomitant product: rods, screws (implant: (B)(6) 2006). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented status post lumbar fusion with possible pseudoarthrosis with burst formation. The patient underwent revision surgery l4-s1 using rhbmp-2/acs and allograft which included removal of competitor screws and rods. At 133 days post-op: patient had some odd sensation in his leg with residual numbness and tingling and hyperesthesia with odd back pain. At 139 days post-op: patient underwent MRI lumbar spine. Minimal granulation tissue located dorsal to the proximal left s1 nerve root, without nerve root compression. Either bilobed fluid collection or two adjacent fluid collections within the dorsal soft tissues at the lumbosacral junction associated with mild enhancement of the surrounding soft tissues. Fluid could relate to post-op hematoma or seroma. At 173 days post-op: x-rays showed solid fusion l4 to sacrum. MRI is normal except for fluid collection, post-op hematoma, gradually r esolving. At 194 days post-op: patient complained of s1 radiculopathy and back pain. Patient treated with medial branch blocks. At 297 days post-op: patient continues to have symptoms in his left leg that may be related to the chronic granulation tissue around s1 nerve. At 304 days post-op: patient continued to have a lot of discomfort over fusion area. Bone scan does not show anything other than increased blood flow. Patient treated with medial branches and left sacroiliac joint injections. At 405 days post-op: patient underwent lumbar myelogram post lumbar fusion for lumbosacral spondylosis and neuritis. Multiple bone chips perfusion appear very irregular and sclerotic. Bone chips are also extend posterior to the l3 spinous process. Lumbar MRI demonstrated evidence of decompressive l4/l5 laminectomies and anterior double intervertebral cage fusion at l4/5 and l5/s1. Mild loss of disc space height at l4/5. Evidence of disc desiccation at l3/4. Fluid collection at l4/l5. At 962 days post-op: patient underwent lumbar MRI. Fluid collection at l5-s1, mild narrowing of left l5 neural foramina. At 1053 days post-op: patient seen for follow up. Patient continues to have significant pain that is over the s1 joint to the left. X-rays showed solid fusion. At 2012 days post-op: patient seen for follow up. Patient complained of low back pain with left leg and foot on (B)(6) 2013 pain, numbness, tingling, burning in left leg and neck pain. Patient treated with injections. At 2545 days post-op: patient seen for follow up. Examination revealed cervical and thoracis strain, post spinal surgery parasthesias left leg, increased pain sensitivity, somatic dysfunction.